Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 778 mg/dl at the time of incident. The customer's blood glucose was 126 mg/dl at the time of call. The nurse stated that the customer was nauseous and vomiting. The nurse stated that the customer was given insulin drip to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse also reported that the customer had bent cannula during troubleshooting. The insulin pump will not be returned for analysis.